Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient began to feel the presence of a palpable structure in the scrotum, different from normal. After physical examination, the physician reported a possible displacement of one of the cylinders. The patient is expected to undergo a revision surgery. No patient complications were reported.